Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this implantable cardioverter defibrillator (ICD). It was noted that the patient exhibited atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, it was noted the patient experienced dual arrhythmia, leading to delivered several inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock to treat the dual arrythmia. Reprogramming was discussed; any changes are at the discretion of the clinic. It was confirmed that this ICD is working as intended. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.